Event description:
Info received indicates the right siderail latch is bent, preventing the siderail from latching.

Manufacturer narrative:
The tech replaced the right siderail latch mechanism to repair the stretcher.